Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. The sample was without its original packaging inside a ziploc bag, in used condition and without its certificate of decontamination. Visual and functional testing were performed. Visual inspection was performed under normal lighting to detect any damage on the cuff, airline or pilot balloon. No damaged could be detected. Functional testing found one the sample was inflated, the cuff only inflated one side. The cuff was manipulated and the pilot balloon and the cuff inflated completely. After the whole cuff was inflated, it was deflated and inflated four times, all the times the cuff inflated completely. The complaint is not confirmed. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the tracheostomy was defective. Balloon wouldn't inflate. Occurred during pre-test. No patient injury was reported.